Manufacturer narrative:
UDI - unknown due to the lot number being unknown. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the patient had bleeding complications after the patient was sent home. The following information was provided by the user facility: patient was admitted back into the hospital. The angio seal device did not fail at deployment and the patient was able to ambulate and was sent home fine. Due to the bleeding associated with the patient, the patient was then sent into surgery to close the vessel. Additional information was received on 8/16/2017: it was reported that the amount of blood loss was unknown. A vascular surgeon was called in to close the vessel. After the surgery the patient was fine. There was no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. With no device return the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.